Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), lot: 7073938; product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), lot: 542581.

Event description:
It was reported that the patient experienced an infection with puss and redness near the deep brain stimulation lead adapter site. The patient underwent a surgical procedure where the infected site was irrigated and cleaned. The patient was administered oral antibiotics and was doing well post operatively. The device remains implanted. Additional information was received that the patient experienced an infection and erosion behind the ear at the non-boston scientific lead extension site. The patient then underwent a system explant procedure and was recovering postoperatively. The devices will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15 , serial: (B)(4), lot: (B)(4).

Event description:
It was reported that the patient experienced an infection with puss and redness near the deep brain stimulation lead adapter site. The patient underwent a surgical procedure where the infected site was irrigated and cleaned. The patient was administered oral antibiotics and was doing well post operatively. The device remains implanted.